Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -11.0/4.0/84 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same size spherical model lens due to lens rotation. The replacement lens resolved the problem.

Manufacturer narrative:
H6-device evaluation: lens returned in a microcentrifuge vial; dry with residue/debris on product. Visual inspection found optic torn/split and haptic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).